Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome device was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on an unknown date. According to the complainant, during the procedure, the cutting wire was facing in the direction of 13 o'clock and could not be directed to the 11 o'clock direction. The procedure was completed with another stonetome device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 02/26/2020. Block h6: device code 3009 captures the reportable event of positioning problem. Block h10: the returned stonetome was analyzed, and a visual evaluation noted the working length was kinked and twisted and the cutting wire was kinked. No other issues with the device were noted. According to the product analysis, the working length was found kinked and twisted and the cutting wire was kinked. The observed damage may have been caused by manipulation during the procedure or interaction with the scope during insertion. Based on review an analysis of all the available information, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome device was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on an unknown date. According to the complainant, during the procedure, the cutting wire was facing in the direction of 13 o'clock and could not be directed to the 11 o'clock direction. The procedure was completed with another stonetome device. There were no patient complications reported as a result of this event.